Event description:
Doctor reported that implants at tooth sites 23 and 26 were loose, easy to unscrew and removed due to infection and allergic reaction.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: tsx47b8, tsx implant, 4.7mmd, 8mml, lot: 1270361.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsx47b13, (tsx implant, 4.7mmd, 13mml) for evaluation. Visual evaluation was performed; the implant has no signs of use. The implant has minor signs of use. The implant was identified as reported however, no apparent malfunction was identified with the implant that would contribute to the reported events. Implant matched prints where measured. DHR review was completed for the subject lot number 1273020. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273020 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : allergic reaction, dental : medical : infection¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. For infection. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. Infection is a medical condition and is non-verifiable with all the information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.